Event description:
The pt underwent a diagnostic left heart catheterization, and the physician attempted closure with the closer tsl 6fr device. The closer worked as intended and closure was achieved. At this time a decrease in the distal pulses from plus 2 prior to the procedure to trace was noted. The pt did not complain of pain, cold or numbness. A fluoro was shot from the other groin which showed about 90% occlusion of the superficial femoral artery. The pt was taken to surgery where the stitch was released with blood flow returning to the level noted before the original procedure. The surgeon noted that the stitch was completely within the superficial femoral artery and had pulled the posterior side closer to the access site. He also noted that there was no damage to the vessel. The pt recovered without further incident.